Event description:
The customer reported that they noticed during the procedure that the translucent insulation cover was missing from the electrode. It is unk if it occurred prior to use or not. Nothing feel into the pt cavity. Another electrode was used to continue the procedure.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.